Manufacturer narrative:
(B)(4). An official cause of death was not reported. However, it should be noted that diabetes mellitus is a known cause of death.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial report, additional information was received on (B)(6) 2015 regarding the patient's death. The patient passed away at home unattended. No further event or patient information is available.

Event description:
Family nurse practitioner reported a patient death to dexcom customer service on (B)(6) 2015. Further details are unknown. No additional event information was provided.